Manufacturer narrative:
Device history records review was completed for part: 399.19, lot: 9204 . Manufacturing location: (B)(4). Manufacturing date: jan 1998. Device history records review is not available as device is older than 20 years. Product investigation was completed. Visual inspection observed that the distal tip of the device was broken/sheared off. Deep scratches were observed on the distal head of the device on its inferior side, increasing in severity close to the distal tip of the instrument. Light scratches were also observed on the inferior side of the device. The phrase, ¿or hand¿ was hand scratched/etched into the superior surface of the instrument post-manufacture. The received condition was determined to agree with the complaint description and therefore the complaint was confirmed. Due to the device age being over 20 years, the exact manufacture date is unknown. During the document/specification review the relevant drawings, reflecting the current revision as well as a revision reflecting the time frame of possible manufacture dates, were reviewed. Dimensional inspection was performed on the hohmann retractor, 8mm width, small, short narrow tip, 160mm length and the width of the distal tip measured 1.840 mm (micrometer om803), which does not fall within specification of 2±0.1 mm, based on the drawing. The undersized condition is due to the broken off/chipped portion of the distal tip. The width of the head measured 8.234 mm which does not conform to the 8±0.2 mm condition specified in drawing. However, this oversized condition was determined to not have an effect on functionality of the device. The length from the tip to head of the instrument measured 8.10 mm (calipers ca215p) which does conform to the 8±0.2 mm specification drawing. This complaint is confirmed and no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during inspection at medical device reprocessing department on an unknown date, the small hohmann retractor with narrow tip, size 6mm (1 piece) and 8 mm (2 pieces) were noticed to have a broken label, sheared off tips and deep scratched. There was no patient and surgical procedure involvement. This report is for one (1) small hohmann retractor 8mm short narrow tip 160mm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.